Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds or loss of capture when the patient was seated or elevated; the threshold was normal when the patient was supine. It was further reported that the lead exhibited high impedances and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).